Manufacturer narrative:
H4-device was mfg in 1987. H6-no eval could be performed because the device was not returned.

Event description:
Pt. Suffered compound & highly comminuted fx of left femur on 2/1/95. Degree condylar plate implanted on 2/20/95. Plate fractured on 8/17/95 and was removed on 9/7/95 and replaced with nail.